Manufacturer narrative:
Isi has not received the product involved with the alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned (post failure analysis evaluation) or if additional information is received.

Event description:
Intuitive surgical, inc. (Isi) received user facility report # mw5157510 stating: "during a da vinci-assisted surgical procedure, while the force bipolar instrument was inside the abdominal cavity, the tip of the instrument would not close properly, preventing it from removal through trocar. The force bipolar instrument and the trocar were removed simultaneously." The reporter who is a risk manager indicated that the information stays confidential. No further information was provided at this time.